Event description:
It was reported to st. Jude medical that the lead was capped due to noise on the ventricular lead which resulted in the delivery of inappropriate therapy. After evaluation of the egm with technical services, it was believed that the lead was fractured. The noise was not reproducible with positional testing.